Event description:
At about 2 years and 8 months from primary, the patient came in reporting pain due to a loose baseplate and the cause is unknown. The surgeon revised the baseplate, screws, glenosphere, and liner. The surgery was completed successfully. 6 screws were reported among the revised devices, it is not known if all of them were used and how.

Manufacturer narrative:
Batch review performed on 23-01-2025: lot 2110370: (B)(4) items manufactured and released on 15-11-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision 2 years and 8 months after primary rsa in an 83-year-old female patient due to baseplate loosening. From the only radiographic image provided, no definitive information can be deduced. It is possible that suboptimal bone quality or insufficient re-establishment of soft tissue tension after the operation contributed to this event. However, no further conclusions can be drawn based on the available information.